Manufacturer narrative:
Evaluation summary: the valve was not returned. The evaluation is conducted based on photos taken by edwards (B)(4) laboratory personnel. The images provide of the valve indicate a heavy, dense layer of host tissue at the outflow aspect. Host tissue overgrowth covered most of the leaflets and fused the free margins of all three leaflets at all three commissures. Host tissue overgrowth most likely restricted mobility in the leaflets and led to stenosis. At the inflow aspect, a thin layer of host tissue overgrowth is noted. Host tissue overgrowth is heavy at the stent outflow. It fused some host anatomy to the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: a device history record review is in progress. The device will not be returned for evaluation. Customer is conducting their own evaluation. Replacement device was not identified. No patient history or operative report has been provided. No echo is available.

Event description:
Reportedly, the valve was explanted after an implant duration of approximately 3 years (37.57 months) due to mitral stenosis. The customer reported that a perimount 6900pj27 was implanted for mitral valve replacement (mvr) to correct mitral stenosis (ms) on (B)(6) 2008. No problems were observed after early postoperative period. After several examinations, the patient was introduced to another hospital for follow-up. In april 2011, the follow-up hospital asked the reporting facility to perform examinations for the patient since there were some possibilities of mitral stenosis (ms). The customer diagnosed the patient with ms and the device was explanted on (B)(6) 2011. During the surgery, pannus-like tissue or host leaflet was observed on the device. Customer commented that this explant was expected and not device related.